Event description:
Caller reported a cartridge alarm during the load process and experienced a high blood glucose level, although the exact value was unknown and displayed as "high." The customer managed the high blood glucose by administering a correction bolus via the pump, without requiring third-party assistance. Tandem technical support confirmed consecutive cartridge alarms and decided to replace the customer's pump, which is still under warranty. The customer was informed about the replacement pump, updated software, and available training. Instructions were provided for returning the problematic pump, and the customer acknowledged and understood the guidance.